Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological and no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: defective marking x300, dirty cap x1, spot in tube x1, dirty tube x6."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-09-10 h6: investigation summary bd received 19 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective print, foreign matter, damage, and molding defect- embedded fm was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective print, foreign matter, damage, and molding defect- embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective print, foreign matter, damage, and molding defect . Bd determined that the root cause of the indicated failure mode of defective print and embedded fm was attributed to manufacturing related. Bd was not able to identify the indicated failure mode of foreign matter and damage. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological and no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: defective marking x300 dirty cap x1 spot in tube x1 dirty tube x6."